Manufacturer narrative:
Correction to h6 evaluation codes method, result and conclusion. Component code added. H3 device evaluation: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that during use on a patient this 980 ventilator generated diagnostic codes indicating that the device entered backup ventilation. It was also mentioned that this device failed the est (extended self test) and had a primary compressor battery error. The medtronic field service engineer evaluated the ventilator, confirmed the reported issue from memory and replaced the inspiratory electronic pcba (printed circuit board assembly). The ventilator passed all testing per manufacturer specifications after servicing and was returned to the customer. The likely cause of the event was isolated in the field to a potential fault in the inspiratory electronic pcba . The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that during use on a patient this 980 ventilator generated diagnostic codes indicating that the device entered backup ventilation. It was also mentioned that this device failed the est (extended self test) and had a primary compressor battery error. The medtronic field service engineer evaluated the ventilator, confirmed the reported issue from memory and replaced the inspiratory flow module (ifm) pcba (printed circuit board assembly). The ventilator passed all testing per manufacturer specifications after servicing and was returned to the customer. One ifm pcba was returned to medtronic for further analysis. The returned part was installed to the test ventilator and powered up. Analysis observed the unit failed extended self test (est) circuit pressure test, with inspiratory autozero solenoid failure. Analysis duplicated reported issue and found solenoid - so1 on the pcba to be faulty. The cause of the event was isolated to a fault in autozero solenoid of ifm pcba. There is an existing internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient this 980 ventilator generated diagnostic codes indicating that the device entered backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. It was also mentioned that this device failed the est (extended self test) and had a primary compressor battery error.